Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that both the right atrial (ra) lead and right ventricular (rv) leads were explanted due to twiddlers syndrome. New leads were successfully implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned, with set screw marks noted on the terminal pin. The lead was found to be bunched in a few places, and the poly insulation sleeve was bunched in a few places. Additionally the lead body was twisted and curled, and the lead helix was extended. There was blood/body fluid noted in the helix housing, with tissue entwined in the helix. The damage noted on the returned lead is consistent with damage due to twiddlers syndrome.